Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, post-operatively, the patient had a burn on the gluteus. Patient hospitalization was extended. It was stated that the device had no issue.